Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.